Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was shown to have dislodgement and oversensing. The lead position was revised and remains implanted and in use. No patient complications have been reported as a result of this event.